Manufacturer narrative:
The device was returned and evaluated by olympus. As noted in b5, the c-cover was found burnt. Based on the results of the investigation, and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. However, its likely that the burnt c-cover was the result of using a high-energy treatment device without maintaining a sufficient distance from the tip. If additional information becomes available following the device evaluation, a supplemental report will be filed. Olympus will continue to monitor the field for similar events.

Event description:
The customer originally returned their olympus evis gastrointestinal videoscope with no allegation. However, during the device evaluation, it was discovered that the c-cover was burnt. There was no patient involvement during this event.